Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), weight increased ("weight gain"), vomiting ("vomiting"), dizziness ("lightheadedness"), mood altered ("mood change"), anxiety ("anxiety"), tooth disorder ("dental issues"), migraine ("migraines") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (surgery to remove essure implant: salphingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, weight increased, vomiting, dizziness, mood altered, anxiety, tooth disorder, migraine and hypersensitivity outcome was unknown. The reporter considered alopecia, anxiety, dizziness, genital haemorrhage, hypersensitivity, migraine, mood altered, pelvic pain, tooth disorder, vomiting and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 27-jul-2018: correction: upon internal review it was discovered that the fu1 refers to another patient, therefore all information was deleted. Reporters deleted; insertion date updated; drug indication and lot number were deleted; event outcome updated; the event "allergic reaction/nickel allergy" was updated to "allergic reaction" and recoded to meddra pt hypersensitivity; events deleted: dyspareunia (painful sexual intercourse), tasting metal in my mouth, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain"), genital haemorrhage ("abnormal bleeding") and thrombosis ("blood or heart disorder/condition type: blood clots") in a 36-year-old female patient who had essure (batch no. 20227411) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included arthralgia, lymphadenopathy and vitamin d deficiency from 2014 to 2016. Concurrent conditions included body mass index normal, chronic sinusitis, cervical dysplasia and adjustment disorder since 2016. Concomitant products included butalbital;caffeine;paracetamol (fioricet) from 2014 to 2016, celecoxib from 2014 to 2016, cetirizine hydrochloride (cetrizine) since 2015, docusate sodium (colace) from 2014 to 2016, hydrocodone bitartrate;paracetamol (norco), omeprazole from 2014 to 2017 and vitamins nos (multivitamins) since 2014. On (B)(6)2012, the patient had essure inserted. In 2012, the patient experienced dizziness ("lightheadedness / neurological conditions or problems type: dizziness"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches"), nausea ("nausea"), abdominal pain ("abdominal pain") and back pain ("back pain"). In 2013, the patient was found to have weight increased ("weight gain / weight gain / loss specify which one: weight gain") and experienced fatigue ("fatigue") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"). In 2014, the patient experienced thrombosis (seriousness criterion medically significant), tooth disorder ("dental issues / dental problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and haematuria ("bladder or urinary problems or changes"). On (B)(6)2016, the patient experienced adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis"), 4 years after insertion of essure. On an unknown date, the patient experienced anxiety ("anxiety / psychological or psychiatric problems condition: anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), vomiting ("vomiting"), mood altered ("mood change"), migraine ("migraines"), hypersensitivity ("allergic reaction"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), tension headache ("tension headaches") and arthralgia ("joint pain"). The patient was treated with ibuprofen, naproxen, oral contraceptive nos and surgery (surgery to remove essure implant: salphingectomy (bilateral) on (B)(6)2016). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, weight increased, vomiting, dizziness, mood altered, anxiety, tooth disorder, migraine and hypersensitivity outcome was unknown and the thrombosis, vaginal haemorrhage, menorrhagia, haematuria, dyspareunia, fatigue, cystitis, urinary tract infection, headache, nausea, adenomyosis, abdominal pain, back pain, tension headache and arthralgia had not resolved. The reporter considered abdominal pain, adenomyosis, alopecia, anxiety, arthralgia, back pain, cystitis, dizziness, dyspareunia, fatigue, genital haemorrhage, haematuria, headache, hypersensitivity, menorrhagia, migraine, mood altered, nausea, pelvic pain, tension headache, thrombosis, tooth disorder, urinary tract infection, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: current weight 135 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.6 kg/sqm. Hysterosalpingogram - on (B)(6)2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received: reporters added. Demographic conditions added. Insertion date updated. Event: abnormal bleeding (vaginal, menorrhagia), hematuria, blood clots, dental problems, dyspareunia, fatigue, infection bladder, urinary, headaches, nausea, dizziness, adenomyosis, abdominal pain, back pain, joint pain, tension headache were added. Event onset date and outcome were updated. Medical history and concomitant drugs were added. Lab data was added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no. 20227411) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), weight increased ("weight gain"), vomiting ("vomiting"), dizziness ("lightheadedness"), mood altered ("mood change"), anxiety ("anxiety"), tooth disorder ("dental issues"), migraine ("migraines") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (surgery to remove essure implant: salphingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, weight increased, vomiting, dizziness, mood altered, anxiety, tooth disorder, migraine and hypersensitivity outcome was unknown. The reporter considered alopecia, anxiety, dizziness, genital haemorrhage, hypersensitivity, migraine, mood altered, pelvic pain, tooth disorder, vomiting and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality-safety evaluation of product technical complain(batch number provided) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no. 20227411) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (((B)(6) 2003, (B)(6) 2005, (B)(6) 2010)), c-section in (B)(6) 2003, bronchitis, back pain (since she was (B)(6) (13 years)), physical therapy, acupuncture, chiropractic, menarche (age 10), dysmenorrhoea, dyspareunia, shoulder pain, neck pain, postpartum depression on (B)(6) 2010, nonsmoker, hypothyroidism, low blood pressure, migraine, c-section, hypothyroidism, external hemorrhoids, esophageal reflux, common cold, ligament sprain, influenza, complication of pregnancy, thyroid disorder, tingling, myalgia, myositis, visual field defect, myopia, rash (allergies: other class: rash (latex)) and mastoptosis on (B)(6) 2010. Previously administered products included for an unreported indication: zoloft. Past adverse reactions to the above products included depression with zoloft. Concurrent conditions included body mass index normal, food allergy, allergy to vaccine, drug allergy and food allergy. Family history included lupus syndrome (mother), hypertensive (mother, father), otitis media (mother), stroke, asthma (mother, father, siblings), throat cancer (maternal relatives), ovarian cancer (maternal relatives, paternal relatives) and breast cancer (paternal relatives). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), weight increased ("weight gain"), vomiting ("vomiting"), dizziness ("lightheadedness"), mood altered ("mood change"), anxiety ("anxiety"), tooth disorder ("dental issues"), migraine ("migraines"), allergy to metals ("allergic reaction/nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (surgery to remove essure implant: salphingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, allergy to metals, dyspareunia, vaginal haemorrhage and menorrhagia had not resolved and the genital haemorrhage, alopecia, weight increased, vomiting, dizziness, mood altered, anxiety and tooth disorder outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, dizziness, dyspareunia, genital haemorrhage, menorrhagia, migraine, mood altered, pelvic pain, tooth disorder, vaginal haemorrhage, vomiting and weight increased to be related to essure. Diagnostic results: on an unknown date essure confirmation test was performed: type of test: dye test most recent follow-up information incorporated above includes: on 27-feb-2018: pfs, medical records and office notes received. New reporters added. Patient's demographics and relevant history was added. Lot number added. Essure insertion date was changed from (B)(6) 2010 to (B)(6) 2010. Events dyspareunia (painful sexual intercourse), nickel allergy, tasting metal in my mouth, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) were added. Outcome of events added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), weight increased ("weight gain"), vomiting ("vomiting"), dizziness ("lightheadedness"), mood altered ("mood change"), anxiety ("anxiety"), tooth disorder ("dental issues"), migraine ("migraines") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (surgery to remove essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, weight increased, vomiting, dizziness, mood altered, anxiety, tooth disorder, migraine and hypersensitivity outcome was unknown. The reporter considered alopecia, anxiety, dizziness, genital haemorrhage, hypersensitivity, migraine, mood altered, pelvic pain, tooth disorder, vomiting and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.